Event description:
A female patient reported experiencing an (unconfirmed) eye infection after using complete moistureplus multipurpose solution. Following air travel, patient was experiencing redness and discharge (os). According to patient's report, a doctor diagnosed infection (os) and prescribed ciprofloxacin eye drops. Infection continued so she visited an eye care practioner 11 days later when she returned home. This doctor also reportedly diagnosed infection and prescribed tobradex eye drops. Patient tried to resume lens wear two weeks later with one of her two open bottles of complete moistureplus (the complaint units) but started experiencing redness and discharge (ou) the next day (date of report). Follow-up attempts to obtain further info were unsuccessful; pt did not provide physician contact info or return the complaint units for eval.